Event description:
Caller reported a malfunction on pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, resolving issue without recurrence. Customer can continue using pump and was advised to call back if malfunction code recurs.